Event description:
Hospital reported that the advanta balloon ruptured.

Manufacturer narrative:
Awaiting additional details on the event in order to complete the analysis. Hospital did provide a film for the investigation.